Manufacturer narrative:
During the eval of the device at the MFR's service center, a failure related to remote alarm connector was observed. The device's remote alarm connector assembly will be replaced to address the issue. Conclusions: device has been evaluated but not repaired, pending customer approval of the estimate.

Event description:
A ventilator was returned to the MFR for routine preventive maintenance. There was no allegation of device malfunction. The device was not in pt use.